Event description:
The doctor initially contacted miltex on (B)(6) 2009 to report that a bottle of superoxol had exploded. He stated that the product got on his face and in his eyes and that he had flushed his eyes. No injury recorded. A telephone conversation with the doctor stated that the vial is refrigerated until needed and then stored at room temperature. The dr was performing a routine crown and bridge procedure. He heard a pop and immediately ran to the vial splashing his face, superficial burns appeared. The doctor did not seek medical attention. No further treatment was necessary.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.